Event description:
During installation of the pump system for use for cardiopulmonary bypass surgery, the pump cable did not provide power to the pump as expected. There was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.